Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for magnesium gen.2 (mg2) on a cobas c 503 analytical unit. The initial result was 2.9 mg/dl. On (B)(6) 2025, the repeat result was 2.0 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The mg2 reagent lot number and expiration date were not provided. The customer alleged issues with basic wash consumption and aspiration alarms. Aspiration alarms may suggest preanalytical handling issues. The field service engineer (fse) performed a complete decontamination of the entire instrument, adjusted the flow rates at the rinse stations, and adjusted the flow rates for the external probe wash. It was noted that the customer's water quality could be improved. The customer has not complained of any further issues. Based on the information provided, the specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.